Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue.

Event description:
The customer contacted stryker to report that their device unexpectedly shutdown. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Event description:
The customer contacted stryker to report that their device unexpectedly shutdown. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
The cause of the reported issue was isolated to the system pcb assembly however further root cause could not be determined. The device passed functional and performance testing and was returned to the customer for use.